Manufacturer narrative:
Infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009). The origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005) several authors suggest that contamination of the prosthesis at the time of insertion may cause a subclinical infection, and thus stimulate a chronic inflammatory response leading to the development of clinically significant capsules (snell & brown, 2009; steiert, boyce & sorg, 2013; wong, 2006). Results demonstrate that there is a significant association between capsular contracture and the presence of bacteria on the implant (snell & brown, 2009), which calls for an improved surgical care and the development of implant surfaces that do not promote bacteria settlement on the implant (bronz & elberg, 2009; hvilsom et al., 2010). -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: risk of a periprosthetic infection may be increased as result of an active infection. Do not expose the tissue expander or injection needles to contaminants, which increase the risk of infection. Patients who present wound dehiscence, tissue erosion, ischemia or necrosis have an increased risk of periprosthetic infection. During surgery, protective measures must be taken to avoid possible infection of the area. Infections can compromise the expansion process, therefore, any symptoms that occur, such as tenderness, fluid accumulation, pain or fever, must be reported to the surgeon as soon as possible to be aggressively treated and thus avoid serious complications. Premature tissue expander removal may be required if the infection does not respond to treatment, or in the case of a necrotizing infection. Device history review was not possible due to the lot number being unobtainable

Event description:
Switzerland. Literature case ¿ in the publication "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy", six cases of infection associated with the use of motiva flora tissue expanders were reported. All events required device replacement. No further clinical details were provided in the article.

Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. Further details are provided in the cq ¿details¿ section. 2. General conclusion: device involvement: a causal relationship between the reported event and the device has not been established. Event characterization: the event was classified as infection not confirmed. 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Dfu and labeling evaluation: the event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: infection - infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the tissue expansion process. However, infection is possible at any time after surgery. Infections in the tissue with an expander present are more complicated to treat than infections in tissue without an expander. If an infection does not respond to antibiotics, the expander may have to be removed, and another device may be placed after the infection is resolved. Signs of acute infection reported in association with tissue expanders include erythema, tenderness, fluid accumulation, pain, and fever. Erythema may also occur as a normal response to the expansion. Research identifies staphylococcus and pseudomonas organisms in association with infection around tissue expanders. Escherichia and streptococcus organisms have also been noted in association with tissue expanders in the lower extremities. As with other surgical procedures, toxic shock syndrome can occur in rare instances after breast implant surgery. This is a life-threatening condition. Patients should immediately contact their surgeon for diagnosis and treatment if any of these symptoms occur. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva.health. Literature reference: the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005). ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005). Several authors suggest that contamination of the prosthesis at the time of insertion may cause a subclinical infection, and thus stimulate a chronic inflammatory response leading to the development of clinically significant capsules (snell & brown, 2009; steiert, boyce & sorg, 2013; wong, 2006). 5. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable 6. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to device rupture have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.